Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer required assistance calibrating the touchscreen. The customer was guided through the calibration process. The customer reported that the touch and tracking issues were resolved.

Event description:
It was reported that the unit's touchscreen was inaccurate and required calibration. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.